Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert was triggered. Oversensing indicated to be non-sustained episodes was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance and was no longer capturing or sensing. The lead was thought to be fractured. Reprogramming was performed to turn detections off. The lead was explanted and replaced. No patient complications have been reported as a result of this event.